Event description:
Ous MDR - after interrogating this device, an error message appeared noting battery depletion was detected. However, expected eri was 5 y, 9m. The reed switch was working as expected and the patient had not recently had an MRI or any other procedure that might have affected the device.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating an elevated current consumption. Therefore, the pacemaker's memory content was analyzed confirming this observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. During the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be still sufficiently charged. Subsequent investigations revealed a damaged capacitor, leading to an elevated current consumption and therefore to the warning message mentioned in the complaint description. By design, this safety mechanism is implemented to alert the user during a device interrogation in case the programmer detects an unexpected elevated current consumption of the pacemaker. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless.